Event description:
--

Event description:
Boston scientific received information that this patient¿s device was found to be at end of life (eol) during a routine follow-up. Earlier in the year, the device¿s longevity displayed a year and a half. Daily thresholds measurements on the right ventricular lead were noted to have risen to five volts, however it is unknown if this played a role in the device¿s battery depleting or if it was because of the device being at eol and thus going into retry mode. Surgical intervention was performed and the device and explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.